Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot is forthcoming. Any relevant finding will be submitted in a follow up report.